Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
There is no additional information available for this event as yet. The device is not returned. Customer was recommended to send the device in for repair; however, the customer intended to purchase a connector through a third party and fix the issue. Since the device is not returned, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the front picture-in-picture bnc connector was damaged by the user and cannot be connected to the video cable. There is no reported harm to any patient.